Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that surgeon was doing a right primary hip and when surgeon was reaming the canal, the tip of the rasp (approx 1 inch) broke off of the 2 rasps used. The pieces were retrieved and there was no surgical delay or adverse consequence to patient or user.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade rasp was reported. The event was confirmed. Device evaluation and results: material analysis report indicated that " rasps are likely underwent fatigue initiation followed by final fracture in overload. This method of failure is consistent with how the rasps were handled and likely occurred over multiple uses. Eds analysis showed that the chemical constituents present in both rasps were consistent with a (B)(4) stainless steel. No material or manufacturing defects were observed on the surfaces examined.". Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: material analysis report indicated that " rasps are likely underwent fatigue initiation followed by final fracture in overload. This method of failure is consistent with how the rasps were handled and likely occurred over multiple uses. Eds analysis showed that the chemical constituents present in both rasps were consistent with a (B)(4) stainless steel. No material or manufacturing defects were observed on the surfaces examined." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon was doing a right primary hip and when surgeon was reaming the canal, the tip of the rasp (approx 1 inch) broke off of the 2 rasps used. The pieces were retrieved and there was no surgical delay or adverse consequence to patient or user.